Event description:
It was reported that "e. O. R, admitted to the emergency room for major respiratory distress. High-flow catheter was installed, but without satisfactory results, and it was opted for orotracheal intubation. Procedure was performed without complications. Due to the need for medication administration, the physician on duty was asked to insert a PICC catheter. Procedure performed without complications. The patient is then transferred to the intensive care center, where the intubation cannula has been changed. Procedure performed without complications, under direct visualization and on the first attempt, with the aid of a guide wire. Control x-ray was performed after and visualized radiopaque image in left lower lobe. Material used in the ICU procedure was reviewed, apparently without damage that would justify the presence of a foreign body in the chest. Chest tomography was performed on (B)(6) 2020, with extensive atelectasis in the left lower lobe, with the presence of hyperdense material on the periphery of the lateral basal segment, measuring approximately 1.9 cm, compatible with a foreign body. Evaluation of the thoracic surgery team was requested. After evaluation, the patient was referred to the institute for the procedure. A conservative posterior thoracotomy was performed and a ¿piece¿ of guidewire was removed from the parenchymal vessel. Procedure without complications. Patient referred to the ward after the postoperative period at the incor ICU. Patient remains stable."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of embolism of a fragment of guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which appeared to depict a fragment of guidewire-like object. What appeared to be biological residue was adhered to the fragment. Bends or kinks were observed along the depicted object. The object was placed next to a ruler and appeared to be approximately 1.5cm in length. The depicted object appeared to be consistent with a fragment of guidewire. The apparent biological residue suggested that the catheter may have broken or been sheared during device placement. Potential contributing factors include shearing the guidewire against the introducer needle and tensile (pulling) damage. A lot history review (lhr) of redr1710 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr1710 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "(B)(6), admitted to the emergency room for major respiratory distress. High-flow catheter was installed, but without satisfactory results, and it was opted for orotracheal intubation. Procedure was performed without complications. Due to the need for medication administration, the physician on duty was asked to insert a PICC catheter. Procedure performed without complications. The patient is then transferred to the intensive care center, where the intubation cannula has been changed. Procedure performed without complications, under direct visualization and on the first attempt, with the aid of a guide wire. Control x-ray was performed after and visualized radiopaque image in left lower lobe. Material used in the ICU procedure was reviewed, apparently without damage that would justify the presence of a foreign body in the chest. Chest tomography was performed on (B)(6) 2020, with extensive atelectasis in the left lower lobe, with the presence of hyperdense material on the periphery of the lateral basal segment, measuring approximately 1.9 cm, compatible with a foreign body. Evaluation of the thoracic surgery team was requested. After evaluation, the patient was referred to the institute for the procedure. A conservative posterior thoracotomy was performed, and a ¿piece¿ of guidewire was removed from the parenchymal vessel. Procedure without complications. Patient referred to the ward after the postoperative period at the incor ICU. Patient remains stable."